Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission revealed that the right ventricular (rv) lead exhibited noise. The patient was in stable condition.